Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon wanted to use a 36mm -5mm v40 lfit femoral head, and when he opened the item, which was marked as the correct head on the box and the inner packet, the head did not fit correctly on the v40 stem. He then examined the head itself, and it said 36mm -5mm 5'40 on it. The surgeon commented that it looks like a different taper head has been put in the lfit v40 head box. He completed the case using a ceramic head.

Manufacturer narrative:
An event regarding seating/locking issue involving a v40 head was reported. The event was not confirmed. Method & results: device evaluation and results: visually the device did not appear damaged. All the package labels were reviewed and they were correct. A dimensional analysis was conducted and it concluded that it was within specification. Medical records received and evaluation: not performed as there were no medical records provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that seating/locking could not be confirmed based on the evidence above of all labeling is correct and dimensions are within specifications.

Event description:
The surgeon wanted to use a 36mm -5mm v40 lfit femoral head, and when he opened the item, which was marked as the correct head on the box and the inner packet, the head did not fit correctly on the v40 stem. He then examined the head itself, and it said 36mm -5mm 5'40' on it. The surgeon commented that it looks like a different taper head has been put in the lfit v40 head box. He completed the case using a ceramic head.